Event description:
While trying to insert a sleek 2.5 mm x 200 mm l=155 cm and a sleek 3.0 mm x 120 mm down the leg of the patient, the shafts bent and broke off.

Manufacturer narrative:
There were two separate products used during this procedure: the sleek 3 x 120 x 150; sleek 2 x 120 x 150 and both products are included on this form. The investigation has been completed and it appears due to the damage seen on the catheter that extensive force may have been to fault in the failure of the catheter. Sleek 2 x 120 x 150: catalog # 4362515s, lot# 50007735, expiration date: 08/2011.